Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported inflation issue and leak were not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported complaints could not be determined. Possible factors that can contribute to a leak in the system include, but are not limited to, manufacturing, balloon damage during use, inflation technique, interactions with accessory devices, catheter damage, or insufficient preparation prior to use. Additionally, possible factors that may contribute to difficulty inflating may include, but are not limited to, manufacturing, damage to the inflation lumen, patient anatomical morphology and patient disease state. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for potential causes. In this case, a conclusive cause for the reported leak and inflation issue could not be determined since the complaints could not be confirmed during return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. During preparation of the 5x150mm armada 35 balloon dilatation catheter (bdc), air aspiration was not able to be completed using the unspecified inflation device. Therefore, another inflation device was attempted to be used for air aspiration, but the second inflation device also was not able to create suction to prepare the balloon. The physician manually prepared the balloon with contrast and attached the inflation device to use the bdc in the procedure. The bdc was advanced to the target lesion and an attempt was made to inflate the balloon; however, a contrast leak was noted the connection point of the balloon catheter and hub. Therefore, the bdc was removed from the patient. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.